Event description:
A report was received that the patient was unable to feel stimulation. The patient was implanted with a competitor's leads and a precision ipg and m1 connector. A bsn representative observed high impedances but was unable to determine the cause and a revision surgery was recommended. During the revision surgery, blood was discovered in the ipg header. The patient was explanted and implanted with a new precision system.